Event description:
It was alleged that doctor laid active camera on pt for 20 minutes; when he picked it up again he said it was hot to the touch. They checked the pt and found a minor burn on the pt's stomach where the camera had been lying. They treated the affected area with gel foam. Hosp contact described burn as 1st degree; like a sunburn. When they checked the pt the following day, the redness had disappeared. Pt was released in good condition.

Manufacturer narrative:
Hospital operated camera head with another ccu and stated it did not get hot; we had them return ccu and camera head to test together. Manufacturer tested camera head and ccu used in procedure by activating them and simulating operating conditions. The temperature of the camera head (B)(4) was never higher than noted during our initial investigation upon product launch. Ccu and camera head passed 12 hours of burn-in and all functional tests. We could not duplicate original complaint that camera head was hot to the touch. Per (B)(6), any head that is returned with a complaint regarding the heat of the head gets an upgraded cable that has some electronics moved to the card edge and has a lower temperature in the head itself. The camera cable was replaced per this ec. The centering and parfocal was adjusted on the camera head to bring them back into specifications, but that would have no effect on the heat of the head.